Manufacturer narrative:
(B)(6). Service was not dispatched to the site. The instrument was assessed by the customer. The customer was sent a replacement wash buffer reservoir by the (B)(4) beckman coulter representative. Hardware is the root cause of this event. (B)(4).

Event description:
A customer reported that they observed wash buffer leaking from the outlet fitting underneath the wash buffer reservoir of an access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. While it is unknown as to whether personnel interfacing with the instrument were wearing personal protective equipment, no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility and the material safety data sheet was reviewed.